Event description:
Customer reportedly obtained results of 145 mg/dl and 311 mg/dl per device memory history. No action was reportedly taken based on device results. No adverse event reported. Customer states that in their written diary are results that the device provided which are in mmol/l. Device measurements for us meters is mg/dl. No adverse event reported due to device reading in mmol/l. Requested return of the suspect device and replacement was sent. No strip information given and no quality controls were used.